Manufacturer narrative:
A product investigation was performed for this device. A fresenius regional equipment specialist was dispatched to the customer site. The blood leak module was replaced. In addition, the sensor board was replaced as a precaution. After new parts were installed in the machine the required calibrations were verified. The machine passed functional tests. A review was performed by the post market clinical dept. Per the pharmacovigilance associate medical dir, a blood leak calibration alarm would not cause or contribute to the pt's development of respiratory distress. The staff was able to manually return the pt's blood and administer saline. The pt also had an extensive history of gi bleeding.

Event description:
A hemodialysis treatment was initiated using granuflo and naturalyte concentrates and a 160nr dialyzer. The 2008t machine passed the tests pre treatment. Approx six minutes into the treatment, it was reported tha the machine started alarming "blood leak calibration" and the pump stopped. The pt stated that she needed oxygen and was struggling for breath. It was also reported that the machine locked up and the staff had to retransfuse the pt's blood manually. Pt was transported to the hosp and expired in the ER. The actual alarm provided by the fresenius equipment specialist was "blood leak not cal."